Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump had not been delivering the basal insulin. Customer reported the pump had switched from basal profile 1 to basal profile 2 without physical input to change it. After correcting the profile, customer stated after a few minutes the pump reverted back to basal profile 2 again without input. No adverse event reported. Requested return of the alleged device for evaluation.